Event description:
It was reported that the catheter had been "cut" so catheter was revised and spinal section of catheter was replaced. The entire catheter had been cleared; original catheter was 81 cm then 30.5 cm was removed and replaced with a new section of 38 cm for a total of 88.5 cm or approx. 0.195 ml. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model 8709sc lot# n279819006 implanted:2011-(B)(6) explanted:na; catheter model 8598a lot# n296313011 implanted:2011-(B)(6) explanted:na. The patient identifier was initially reported as "(B)(6)" and was corrected to read "(B)(6)" corrected the manufacturer name and address. Corrected medical device information. Corrected concomitant medical products' information. The initial report was filed as manufacturer report # 3007566237-2011-09029. Additional review indicated the correct manufacturing site was site # 3004209178.

Event description:
Additional information reported that the patient's pump contained morphine. The concentration and dosage of the pump medication were not known. The patient experienced pain in the back. Information received clarified that the catheter was cut "by the distal end, by the spine." A revision was performed in which a segment of new catheter was connected to the existing/implanted catheter segment. There was no troubleshooting done. The patient was "doing great."

Manufacturer narrative:
(B)(4).